Event description:
It was reported that two weeks after implant the patient's right ventricular (rv) lead appeared to have pulled back and there was loss of capture. Follow-up with the patient's clinic indicated that the patient subsequently had a lead revision in which the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.